Event description:
This case was initially received via regulatory authority (B)(6) on 17-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of pruritus generalised ("diffuse itching all over the body", serious criteria medically significant and intervention required); depression ("depression", seriousness criteria disability); and helicobacter pylori positive ("helicobacter pylori", seriousness criteria hospitalization) in a female patient who had essure inserted in (B)(6) 2011. The occurrence of additional non-serious events is detailed below. Less than a year after placement of the essure inserts encountered numerous health problems: chronic fatigue, as well as pain and various disturbances, becoming worse and worse until they were incapacitating. She had been on sick leave since (B)(6) 2014 and on disability since (B)(6) 2015. She was discharged from hospital after a 6-week stay in (B)(6) 2016 with treatment for helicobacter pylori and psychiatric follow-up. The doctors were unable to provide relief because they did not know the origin. For her the cause now obvious: the ailments started after placement of the essure insets and have worsened over the years and symptoms never went away. Incapacitating chronic fatigue, headaches every day, joint muscle and bone pain, muscle spasms, trembling, electrical discharges in head and body, bruxism requiring wearing of mouth guard, constant cold feeling during the day, night sweats, diffuse itching all over the body, swollen abdomen, nausea, stomach pain still present despite treatment for helicobacter pylori, worsening of constipation, kidney pain, difficulty urinating, memory loss, difficulty concentrating, blurred vision, dizziness, difficulty walking or performing any activity, circulatory weakness and worsening of restless leg syndrome, mineral deficiencies, iron-deficiency anaemia, worsening of symptoms at time of periods and ovulation, as well as depression. At the time of the report, the event's outcomes were unknown. The removal of essure inserts on bilateral salpingectomy scheduled for (B)(6) 2017. The reporter considered all the events to be related to essure. Further company follow-up with the regulatory authority is not possible. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 23_ago_2017 for the following meddra preferred term: pruritus generalised: the analysis in the global safety database revealed 28 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.